Manufacturer narrative:
This report is filed march 27th, 2015.

Manufacturer narrative:
(B)(4). The implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2014. It is unknown if the patient has been reimplanted with a new device as of the date of this report. This report is filed february 2nd, 2014.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.